Event description:
Procedure type: hysterectomy. According to the reporter: while performing the procedure and while the surgeon was torquing the device, one of the 3 5mm ports made a cracking sound. The seal did appear to be cracked but no pieces fell off the device. Difficulty retaining pneumo, but surgeon could not say if it was due to the device. The surgeon continued on with the case with the same device. Procedure: single incision lap total supra cervical hysterectomy. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Due to other unrelated complications w/harmonic scalpel, the case was delayed approximately two hrs longer. We considered this incident as a malfunction since the delay in the operative time was due to the harmonic scalpel (competitor's device) and not to fault of our device.

Manufacturer narrative:
(B)(4).